Manufacturer narrative:
Captures the reportable event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 30 watt console. According to the complainant, during preparation, the nurse connected the laser fiber to the laser unit and noted that there was no laser energy coming out from the laser fiber. Upon checking, the laser body was found broken. A second flexiva ID tractip 200 laser fiber was opened and when it was connected to the laser unit, an error code 12 "system unoperational, please call service". The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation result: the fiber was returned broken in one piece that contained a dozen of kinks, confirming the complaint. The first piece measured approximately 314.6 cm from the connector and includes the entire distal tip. Although the reported complaint of failure to fire could not be confirmed, the reported complaint of break was confirmed. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on august 21, 2018 that a flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 30 watt console. According to the complainant, during preparation, the nurse connected the laser fiber to the laser unit and noted that there was no laser energy coming out from the laser fiber. Upon checking, the laser body was found broken. A second flexiva ID tractip 200 laser fiber was opened and when it was connected to the laser unit, an error code 12 "system unoperational, please call service". The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.